Event description:
I visited USA in (B)(6) and bought a malem bedwetting alarm from the distributor website (B)(4). I have been using it for my daughter. It worked fine first 2 nights, but yesterday, the alarm had a defect which caused it to overheat and short out the batteries. The batteries leaked and alarm got very hot. My daughter was sleeping with the alarm and before she could remove it, she was burnt. The point where the alarm made skin contact is where she was burnt. There is now a big blister there and she was in pain last night. I have emailed the company and the distributor, but not heard back.